Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc., that the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner or that the device caused or contributed to a death or serious injury of any person.

Event description:
Following a liver biopsy procedure, 5cc of d-stat flowable was injected into the tissue tract of the biopsy access site. The patient tolerated the delivery of the procoagulant without any indication of problems or changes in vital signs; however, when the patient sat up to be transferred into a wheelchair, he became unconscious and coded. The patient was resuscitated, but expired 15 days later. Please note that use of the d-stat flowable product in this manner represented an off-label use of the product.